Event description:
It was reported that while the pt was ambulating with the walker, the right back leg fell off and the pt fell. The pt sustained an ac shoulder seperation and rec'd physical therapy for range of motion to the shoulder, ice packs and provided a sling for comfort.